Event description:
During the deployment of the guide wire for insertion of clot coil during an embolism case, the guide wire separated and would not release the coil into the vessel. The wire and coil had to be removed and a new wire and coil were used to complete the case. It was reported by the department that this is the second wire to separate during a case in the last week. The wire will be sent to the manufacturer for evaluation. No patient harm occurred during this case.